Event description:
Hospital complained that after following synthes' recommendations for processing reusable medical devices, the impactor did not pass the hospital's sterilization parameters. The proximal end was occluded with human tissue. Springs were still holding the contaminant even after sonic cleaning and multiple wash cycles.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.